Event description:
Unsolicited communication. Pt reports while using solis pump (serial: unknown; maintenance due: unknown) alarms began. Patient disconnected tubing and cassettes in an attempt to trouble shoot, but alarms continued. Patient removed batteries and placed back in but alarms continued. Patient did not provide alarm code. Patient switched to back up pump with no issues. Pump return tracking info is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. No additional information to report at this time.